Event description:
ICU rn's have reported a 1000ml ns bag properly inserted into pressure bag for arterial monitoring. Upon pressurizing, the bag of ns sprang a leak. It is unknown if full pressurization of 300mmhg was reached or not. Later the same day a second bag was leaking between the two ports. Bags are from 2 different lot #'s.